Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, wear abrasion, delamination of valve. A leak test was performed and was found delamination of valve. A microscopic analysis identified: total delamination of diapherm flange disk assessed as adhesive failure. Based on the device analysis the final assessment is: delamination of diapherm flange disk assessed as adhesive failure

Event description:
Healthcare professional reported a left side deflation. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
The device was explanted.